Manufacturer narrative:
Block b3: exact date unknown, event occurred since fall from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).

Event description:
It was reported that the patient was experiencing communication issue on the implantable pulse generator (ipg) and was experiencing inadequate pain relief. It was noted that patients spinal cord stimulator lead had migrated and was confirmed via thoracic x-ray. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted device components were not returned.